Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found dried blood/tissue around the helix. Subsequent inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was found dislodged. A field representative stated, there was no asystole but the patient exhibited atrial flutter. A physician attempted to reposition the lead, but the helix was unable to be exercised. As result, the lead was replaced prior to pocket closure.